Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was not confirmed; however, a proximal seal separation was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the circumflex. A 3.0x18 mm implant delivery system was advanced; however, the balloon of the delivery system could only be inflated up to 4 atmospheres. The physician suspected a leakage/pinhole in the balloon. The device was removed without issues. No adverse patient effects or clinically significant delay in procedure. No additional information was provided.